Event description:
It was reported that the right atrial (ra) lead exhibited far field r-wave oversensing. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the svc (superior vena cava) defibrillation coil was beyond the expected upper range. The analyst noted: svc pace impedance varies between 53 and > 250 ohm throughout the record.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: product ID: d314drg implantable cardioverter defibrillator (ICD): (B)(6) 2013. (B)(4).